Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was explanted after displaying an elective replacement indicator (eri). There was expressed concern regarding this device's battery longevity.